Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump battery compartment was damaged. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer states the spring was corroded. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged blank display found on 02/04/2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display due to corroded battery tube spring. Unable to download or perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba1, pcba2, force sensor and motor noted. Pump error 53 was found in history file on event date: 02/04/2022 00:51:02.000 (file number: 2005 line number: 5632). The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and pump powered up properly after battery installation noted. Successfully downloaded history files and traces using thus software. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay and missing serial number label. In summary, customer alleged blank display confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.